Manufacturer narrative:
Sientra complaint: (B)(4). Sientra requests to void this report as updated updated information was provided by the health care provider that this was not the affected serial number or side and is only the contralateral. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Capsular contracture, baker grade unknown, side unknown.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.